Manufacturer narrative:
(B)(4). Corrected section: h6 (device discarded changed to device not returned). Updated section: b4, g3, g6, h2, h6, h11. The device was not returned to maquet cardiac surgery for investigation; therefore, no evaluation could be performed. It is not possible to confirm the reported complaint. The reported device is an OEM device. The certificate of conformance was reviewed for the serial#: (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformance's identified for the manufacturing batch.

Event description:
N/a.

Manufacturer narrative:
(B)(4). Event site name exceeds character limitations: (B)(6). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply was not working properly. Power intermittent. No patient effects, or delays reported changed to another device to complete case. It is unknown if any troubleshooting steps were taken. Unknown power supply setting.